Event description:
Healthcare professional reported suspected rupture. The device remains implanted. The affected side is unknown.

Manufacturer narrative:
Initial reporter phone (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, corrected and/or changed data: b.2, b.3, e.3.

Event description:
Healthcare professional reported left side suspected rupture. Rupture confirmed via ultrasound. The device has been explanted replaced.

Event description:
The affected side is the left side. Device has been explanted and replaced.